Event description:
Product was used to close a laceration on pt. The product leaked and a small amount ran into the eye. The doctor was able to ease the eye open. The pt was fine and left the facility comfortably. No further follow-up was made with the pt. There was no more info provided. The current status of the pt is unk.